Event description:
It was reported that the pt with a known ventricle septal defect underwent a routine pheresis procedure via the triple lumen catheter that had been place for several days. Within 15 minutes of completion of the procedure, the pt became unstable and arrested. CPR was initiated without success. The autopsy indicates that the probable cause of death was air embolism. It is speculated that air may have entered through the catheter during the pheresis procedure.